Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient experienced an issue with a broken needle. The needle broke during insertion in the abdomen. The patient experienced pain and bleeding which did not stop so the patient¿s home health nurse transported him to the emergency room (ER). The healthcare provider at the ER identified a piece of steel in the skin. The provider treated the patient, stabilized his condition, and prescribed unspecified pain medication. No other treatment details were specified. At the time of the report, the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.